Event description:
It was reported that the patient was not feeling any stimulation. Telemetry was not possible with both the patient and clinician programmers. It had been stated that the depletion rate was "quick." No electromagnetic interference was suspected at that time. Three days later, it was stated that the battery was at its end of life, so a replacement surgery was being scheduled. Eleven days later, it was noted that the replacement surgery would take place on (B)(6) 2012. Eight days later, it was reported that the lead and stimulator were explanted and replaced due to "premature depletion." The replacement stimulator was placed on the other side. Site pain at the pocket was noted. At the time of report, there was no injury or adverse event for the patient. Two days later, it was reported that the physician replaced the lead because the battery had depleted so quickly. It was stated that, in recovery, the patient had stimulation in the proper areas. It was noted that the hospital had disposed of the product. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot# v458552, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).